Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause of the observed ua 7 error was the defective load cells. The defective load cells were likely attributed to mishandling such as a drop or a defective component. During visual inspection, no physical damage was observed. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. This observation is not related to the reported complaint. The autopulse platform failed initial functional testing due to ua 7 error message displayed upon powering on, thus confirming the customer complaint. Load cell characterization test revealed that the load cells were defective. The load cells were replaced to address the reported complaint. The archive data review showed multiple ua 7 error messages, thus confirming the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error message. The crew immediately performed manual CPR. No consequences or impact to patient.